Event description:
It was reported " (B)(6) 2025 the blood was found in the 1st catheter, so the 1st catheter was removed and replaced with 2nd catheter. The balloon appeared to have come off the shaft of the 1st catheter. After that, it was running in the ICU. On (B)(6) 2025 the blood was found in the 2nd catheter, so the 2nd catheter was removed and replaced with 3rd catheter. The lower part of the balloon of the 2nd catheter was torn. After that, the balloon of the 3rd catheter was found ruptured, so the 3rd catheter was removed". All catheters involved were inserted into the same site. No patient injury or consequence reported. The patient's current condition is reported as "fine". Please see associated MDR's #3010532612-2025-00316 ,301053010532612-2025-00315, 32612-2025-00317.

Manufacturer narrative:
(B)(4). The reported complaint that the "catheter was found ruptured" is not able to be confirmed. The product was not returned for investigation. Based on a review of the device history record (DHR), the product met. Specification upon release. The root cause of the complaint is undetermined. No further action is required at this time. The reported complaint will be monitored for any developing trends.

Manufacturer narrative:
(B)(4)

Event description:
It was reported " on (B)(6) 2025 the blood was found in the 1st catheter, so the 1st catheter was removed and replaced with 2nd catheter. The balloon appeared to have come off the shaft.of the 1st catheter. After that, it was running in the ICU. On (B)(6) 2025 the blood was found in the 2nd catheter, so the 2nd catheter was removed and replaced with 3rd catheter. The lower part of the balloon of the 2nd catheter was torn. After that, the balloon of the 3rd catheter was found ruptured, so the 3rd catheter was removed". All catheters involved were inserted into the same site. No patient injury or consequence reported. The patient's current condition is reported as "fine". Please see associated MDR's #3010532612-2025-00316 ,301053010532612-2025-00315.